Manufacturer narrative:
The axium coil will not be returned for analysis as customer discarded at the site; therefore, no definitive conclusion can be drawn regarding the clinical observation. Per the axium coil instructions for use (IFU): if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, ¿in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.¿ if information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the second implant coil could not be detached with the instant detacher and also failed to detach with the manual method (breaking of the hypotube, an alternative detachment method presented in the instructions for use). The implant coil was removed from the patient and a new coil of the same size was deployed successfully to complete the procedure without any problems. The patient was undergoing embolization treatment for a ruptured aneurysm measuring 9 mm. The patient¿s vasculature was minimal in tortuosity. The vessel diameter was medium size. No patient injury was reported as a result of the event.